Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), the patient was admitted for 'bladder tumor and malignant ureteral tumor. On (B)(6), the patient underwent transurethral resection of the bladder tumor under general anesthesia and returned to the ward at 15:55. The catheter and bladder irrigation were unobstructed, and the irrigation fluid was clear. On (B)(6) at 4:00, the patient was conscious and felt urinary leakage. A bedside check revealed that the catheter had come out and the balloon was obviously damaged. The doctor was notified. Examination of the urethral opening showed no redness, swelling, or damage. The patient reported no discomfort. No special treatment was done. The patient and family were reassured, advised drinking 500 ml of warm water, and continue monitoring urination. At 4:15, the patient was alert, able to urinate on their own, and remained in bed resting.